Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during a procedure, there was insulation damage on the right ventricular (rv) lead and the coil externalized from the pin. During the procedure, the physician slipped on the insulation sleeve that came off and connected back to the device. Since the lead impedances through the device were within normal range, the lead remains in use. It was noted that in the past, the patient needed a superior vena cava (svc) coil due to a failed shock attributed to the rv coil only. No patient complications have been reported as a result of this event.